Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 10 months. The device is not available for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient had been reported as missing to the police by the patient's brother. After an exhaustive search, the police found the patient in the woods, already deceased. It appeared that the patient had disconnected the driveline from the system controller. It is suspected that the cause of death is suicide. No device issues were identified. The device will not be returning for evaluation. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.